Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the fallopian tube'), pelvic pain ('pelvic pain'), device dislocation ('device displacement'), autoimmune disorder ('autoimmune disorders') and procedural haemorrhage ('lost a lot of blood') in a 37-year-old female patient who had essure (batch no. C26965, c06469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included blood pressure high from 2015 to 2017, prophylaxis against postoperative nausea and vomiting, weight loss and bladder neoplasm. Concurrent conditions included left inguinal hernia, ovarian cyst, uterine bleeding, hair loss, amenorrhea, urinary incontinence, uterine bleeding and cervical spinal stenosis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and headache ("migraines / headaches: headaches"). In (B)(6) 2017, the patient experienced urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), urinary incontinence ("bladder urinary incontinence"), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("allergies to nickel") and procedural haemorrhage (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full)-interpreted as hysterectomy (full), salping. (Bilateral)-interpreted as salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, nausea, hormone level abnormal, vaginal haemorrhage, bladder disorder, autoimmune disorder, allergy to metals and procedural haemorrhage outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract disorder, urinary tract infection, headache and urinary incontinence had resolved. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, embedded device, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, procedural haemorrhage, urinary incontinence, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6)2015 & (B)(6)2015 patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), urinary problems, urinary tract infection, nausea, hormonal changes. Description of findings: 7 coils on right side; 3 coils on left side diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2018: chronic female pelvic pain, sui, abnormal uterine bleeding. X-ray of pelvis and hip - on (B)(6)2018: no evidence of radiopaque foreign body. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic in female, dyspareunia, uti,heavy menstrual bleeding. Concerning the injuries reported in this case, the following one were reported from social media report : autoimmune disorders, allergies to nickel, device displacement. Lot number: c06469; production date: 2013-12-18; expiration date: 2016-12-31. Lot number: c26965; production date: 2014-02-27; expiration date: 2017-02-28. Lot number: c06469; production date :2013-12-18; expiration date : 2016-12-31. Lot number: c26965; production date : 2014-02-27; expiration date : 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the fallopian tube'), pelvic pain ('pelvic pain'), device dislocation ('device displacement'), autoimmune disorder ('autoimmune disorders') and procedural haemorrhage ('lost a lot of blood') in a (B)(6) year-old female patient who had essure (batch no. C26965-l, c06469-r.) Inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included blood pressure high from 2015 to 2017, prophylaxis against postoperative nausea and vomiting, weight loss and bladder neoplasm. Concurrent conditions included left inguinal hernia, ovarian cyst, uterine bleeding, hair loss, amenorrhea, urinary incontinence, uterine bleeding and cervical spinal stenosis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and headache ("migraines / headaches: headaches"). In (B)(6) 2017, the patient experienced urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), urinary incontinence ("bladder urinary incontinence"), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("allergies to nickel") and procedural haemorrhage (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full)-interpreted as hysterectomy (full), sapling. (Bilateral)-interpreted as salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, nausea, hormone level abnormal, vaginal haemorrhage, bladder disorder, autoimmune disorder, allergy to metals and procedural haemorrhage outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract disorder, urinary tract infection, headache and urinary incontinence had resolved. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, embedded device, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, procedural haemorrhage, urinary incontinence, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2015. Patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), urinary problems, urinary tract infection, nausea, hormonal changes. Description of findings: 7 coils on right side; 3 coils on left side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: chronic female pelvic pain, sui, abnormal uterine bleeding. X-ray of pelvis and hip - on (B)(6) 2018: no evidence of radiopaque foreign body. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic in female, dyspareunia, uti,heavy menstrual bleeding. Concerning the injuries reported in this case, the following one were reported from social media report : autoimmune disorders, allergies to nickel, device displacement. Most recent follow-up information incorporated above includes: on 1-oct-2019: fu 1/2/3 processed together. Pfs received: case has became incident. Previously reported event "injury" replaced with new event. New events added: pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), urinary problems, urinary tract infection, nausea, hormonal changes, plaintiff did not undergo essure confirmation test. Event outcome were added. Reporter information were updated. On 3-oct-2019: fu 1/2/3 processed together. Lab data were added. On 8-oct-2019: fu 1/2/3 processed together.. Pfs and mr received: new events added: abnormal bleeding (vaginal), bladder problems, headaches, device embedded. Bladder urinary incontinence, autoimmune disorders, allergies to nickel. Event outcome, event onset date, lot number were added. Reporter information were updated. Patient history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.